Event description:
It was reported that; the surgeon informed us that during a planned elongation check it was seen that the code was broken. The device was replaced during the surgery. The patient had no consequences due to the breakage and the elongation action had to be routinely performed. The date of the event is not reported.

Event description:
It was reported that; the surgeon informed us that during a planned elongation check it was seen that the code was broken. The device was replaced during the surgery. The patient had no consequences due to the breakage and the elongation action had to be routinely performed. The date of the event is not reported.